Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device exhibited post-paced t-wave oversensing on the ventricular channel via review of real-time egm. The device was reprogrammed and remains implanted.